Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the problem was rectified.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states occasionally during the day the intensity will amp up the intensity of the signal on its own. Patient states they usually keeps it at 9.1 and yesterday 2 times it jumped up to 10.1 just on it's own. Agent asked if patient is in a certain position when this occurs and patient states it just happens on its self and they did not change their position. Patient mentioned they is upright and the only time it is on is when it is upright. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent emailed manufacturer representatives (rep[s])  for visibility. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.